Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that he was not feeling well. It was also reported that battery longevity was much lower than what indicated in the report and that the lead wasn't working and that lead was turned off. The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.